Event description:
Event description guidant received information that a device was beeping was emitting beeping tones following a check-up that was performed by a competitor's sales representative. Interrogation of the ICD by a guidant sales representative confirmed that the device had been inadvertently turned off.